Event description:
The user reported the remote had a hole in the membrane panel. The device was not changed out for the procedure. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to the pt as a result of this event.